Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was admitted to the hospital for 5 hours due to hyperglycemia of 32.2 mmol/l and diabetic ketoacidosis. It was reported he did not receive treatment by a second party and administered insulin injections himself under hospital supervision. Customer reported he received a low cartridge warning after he inserted a full cartridge on the day of the event, and he believes hyperglycemia was caused by inaccurate insulin delivery. The alleged product was requested for evaluation.